Event description:
It was reported that during a knee procedure on (B)(6), 2015, the tibial locking bar inserter broke during use. No patient injury occurred. This is being reported as the item was the subject of a serious injury malfunction on (B)(6), 2015 and part of the FDA 2-yr. Malfunction rule.

Manufacturer narrative:
The instrument was returned for evaluation. Testing performed by the design authority has determined that failure of the handles can occur when the instrument is not used as intended. Proper use of the instrument does not result in failure of the handle. Biomet USA has modified the design of the instrument to eliminate a further recurrence.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This item was the subject of a serious injury malfunction on (B)(6), 2013 so this is being reported as part of the FDA 2-yr. Malfunction rule. No serious injury occurred during this instrument breakage event.